Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would fail to run on battery power. It was noted by the customer that the device would still power up and operate on ac power. There was no patient involvement.